Event description:
Procedure type: roux-en-y. According to the reporter: the black return knob was retracted after the second firing on the jejunum, but the jaws would not open. To remove the device, tissue on both sides of sulu was excised additionally. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).